Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: stress. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The oes cystonephrofiberscope was returned to the service center with a report of a leakage and a brush head that remained inside the working channel. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, foreign material in the brush passage was found to be most likely due to stress. There was no patient involvement.